Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they were hospitalized due to low blood glucose. The customer's father also reported that they went to diabetic ketoacidosis as well. The customer's blood glucose was 109 mg/dl at the time of incident. The customer's blood glucose was 67 mg/dl and dropped to 52 mg/dl at the time of hospitalization. The customer's blood glucose was 109 mg/dl at the time of call. The customer's father stated that they were giving too much insulin. The customer's father stated that they were given IV with fluids to treat the blood glucose. The customer's father stated that they were wearing the insulin pump during hospitalization. The customer's father declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.